Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that there was a hardware malfunction that was temporarily resolved by the user rebooting the device a technical support specialist applied a hotfix and rebooted the station to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not unlock its drawers when an anesthesia provider tried to access medication at the beginning and in the middle of a procedure. The user added that the malfunction delayed the process of obtaining the required medication and treatment for their patients. The customer added that drawer opened after rebooting the device. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis anesthesia es system did not unlock its drawers when an anesthesia provider tried to access medication at the beginning and in the middle of a procedure. The user added that the malfunction delayed the process of obtaining the required medication and treatment for their patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a.1, d.4, h.6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that drawers did not unlock when an anesthesia provider tried to access medication at the beginning and in the middle of a procedure. A technical support specialist dialed in, applied hotfix and rebooted the device to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.